Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with over-sensed lead noise on the right ventricular lead. The lead parameters were stable and the physician elected to monitor the lead. The patient did not experience any adverse consequences.